Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video connectors on the evis exera iii video system center were broken. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was a failure of the printed circuit board component. This report is to capture the reportable malfunction of the faulty circuit board noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed with no serial digital interface output signals. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.